Manufacturer narrative:
The device will not be returned for evaluation. A follow-up report will be submitted upon completion of the investigation.

Event description:
The patient was initially implanted with an afx bifurcated stent graft to treat an abdominal aortic aneurysm. Approximately six (6) years post initial implant during review of a patients follow-up CT scan revealed a type iiib endoleak. The patient will continue to be monitored and there is no intervention planned. No further additional information or patient sequelae has been reported at this time.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the reported event of a type iiib endoleak of the bifurcated device. The event is most likely device-related due to the use of strata material. Procedure-related harms for this event could not be determined. The final patient status was reported to be stable under surveillance. The manufacturing lot review confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. Device iteration is afx with strata.

Event description:
Currently unable to confirm if re-intervention has been completed or scheduled for the patient. The complaint file will be reopened if additional information is received at a later time.